Event description:
Reporter alleged obtaining discrepant blood glucose results of 97 mg/dl and 104 mg/dl on pt using the advantage system compared back to back with a result of 62 mg/dl using the nurse's meter when testing was performed less than 10 minutes apart. Reporter indicated that she was experiencing some hypoglycemic symptoms during the time of testing. Reporter stated that the pt self-treated with juice that was given to her. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the suspect device and replacement product was sent.